Event description:
It was reported that a malfunction occurred on the pump without any notable events preceding it. The impact on the customer¿s blood glucose level was unknown as the caller did not have sensor readings. Technical support arranged for a replacement pump to be sent, and the customer was instructed on steps to safely return the malfunctioning pump and informed about available training for the replacement.